Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Additional information: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
Correction: h6 analysis of production records was missing. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-38820. It was reported that the patient suffered syncope. Loss of pacing from the pacemaker and right ventricular lead occurred due to myocardial scarring and lead dislodgement. The physician elected to explant and replace the pacemaker. No changes or intervention was reported for the lead. The patient condition was unknown.